Event description:
It was reported on (B)(6) 2012, that a vns patient had a full revision surgery on (B)(6) 2012 due to high lead impedance. The surgeon thought it may be due to pin insertion however the issue continued to occur despite reinserting the lead pin. The patient is on rapid cycling so a full revision was performed. After replacing both the lead and generator, the impedance value was 1200 ohms. Additional information was received on (B)(6) 2012, via email that was from the patient's mother where she mentions 2 months ago, the patient developed hives at the lead implant site that remained swollen for days and later, the swelling was observed at the eyebrow ridge which has not decreased. The issues were thought to be possible infection however cultures came back negative. Around the same time, it appears that the patient experienced an increase in seizure frequency. Good faith attempts to obtain additional information as well as product return for analysis have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when the np who helped treat the patient reported that the swelling and hives reported were not believed to be related to vns. A CT scan had been performed and everything came back okay leading them to believe the swelling/hives may be related to some sinus issues that the patient has that are unrelated to vns. The increase in seizures the patient experienced where below pre-vns implant levels and were believed to be related to the high lead impedance first detected on (B)(6) 2012.

Manufacturer narrative:
.

Event description:
The explanted lead and generator were received by the manufacturer on (B)(6) 2012. Analysis of the explanted lead has been completed. An abraded opening was found on the outer silicone tubing which most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis of the explanted generator is underway.

Event description:
Additional information was received on (B)(6) 2012, when analysis of the explanted generator was completed. The generator was found to be functioning as intended. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies other than the abraded opening in outer silicone tubing. Device failure is suspected in the lead portion not returned. Device available for evaluation? If yes, returned to manufacturer: corrected data: previously submitted supplemental 01 report stated that the explanted device had not been returned however it was received on (B)(6) 2012. This information has been corrected on this report.